Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. This mw5145449 is associated with medwatch# mw5145447, mw5145448, and mw5145450. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer reported the adc device (reader) ceased to work. There was no report of adverse event or third-party intervention required due to these reported issues. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided for libre reader. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer reported the adc device (reader) ceased to work. There was no report of adverse event or third-party intervention required due to these reported issues. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.